Event description:
It was reported that unspecified bd¿ pen needle. This was discovered during use. The following information was provided by the initial reporter: date received for intake: (B)(6) 2020. Material no: unknown batch no: unknown. It was reported that the pen tip was defective. Event description per medwatch report states: patient requesting one extra needle because she said there was a single defective pen tip in her last shipment. No additional adverse events or side effect were mentioned due to product issue. Lot and expiration date are unknown. Unknown if patient still has product on hand. No further information was provided.

Manufacturer narrative:
The following fields have been updated with corrections: g.4. Date received by manufacturer: 2020-09-10.

Manufacturer narrative:
Unknown manufacturer: (B)(4). Medical device expiration date: unknown. The customer's address is unknown. (B)(6) USA has been used as a default. The initial reporter also notified the FDA on 19 june, 2020. Medwatch report # mw5094902. Report source other: medwatch report. Device manufacture date: unknown. (B)(4). Investigation: no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. Unable to perform DHR check due to an unknown lot number for difficult/unable to operate.

Event description:
It was reported that unspecified bd¿ pen needle. This was discovered during use. The following information was provided by the initial reporter: date received for intake: (B)(6) 2020. Material no: unknown batch no: unknown. It was reported that the pen tip was defective. Event description per medwatch report states: patient requesting one extra needle because she said there was a single defective pen tip in her last shipment. No additional adverse events or side effect were mentioned due to product issue. Lot and expiration date are unknown. Unknown if patient still has product on hand. No further information was provided.